Event description:
The device was at eri and explanted due to a reset mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Note: this report is one of three complaints that pertain to the same event (MFR report # 3005099803-2010-04097, MFR. Report # 3005099803-2010-04098 and MFR report # 3005099803-2010-04099). It was reported to boston scientific corporation that three ultratome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the physician noted that the paint coating, for all three ultratome devices, came off inside the patient. There was no attempt made to retrieve the paint fragments. The procedure was completed with another ultratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported backup vvi was verified in the laboratory. A power on reset occured due to a low battery voltage. No high current drain sources were found throughout bench and automated electrical system tests. Based on the low and high voltage usage, the device longevity met the expected limits. It is believed the cause of the low battery voltage was the multiple charges occurring as eri was approached just prior to explant. .